Event description:
Event description boston scientific received information that this transvenous ventricular lead displayed out of range shocking impedances. The system was implanted 16 days ago, and defibrillation testing was not done at implant. Additional information was received stating the patient was very ill, and the entire system was removed for an infection.